Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 500 mg/dl at the time of the incident. The customer's blood glucose was 146 mg/dl at the time of call. The customer's blood glucose was over 500 mg/dl at the time of hospitalization. The customer's mother stated that they were treating the high blood glucose with the insulin pump. The customer's mother stated that they were given IV insulin drip. The customer's mother stated that they experienced nausea and weakness. The customer's mother declined to troubleshoot for air bubbles, leaks, insulin issues and site issues. The customer's mother declined to continue troubleshooting. The customer's mother stated that they were wearing the insulin pump at the time of hospitalization. The insulin pump will not be returned for analysis.